Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer had some error messages on their insulin pump. The customer's blood glucose level was at 500 mg/dl. The customer was treated for the high blood glucose with insulin injection. The customer stated that they will call back when they get home. No further information was provided.